Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and severely tortuous mid right coronary artery. The physician advanced the 2.5mm x 15mm maverick2 balloon to the lesion and upon inflating to 12 atms for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient injuries or complications occurred. The patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.